Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by manufacturer? Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2017) is considered to be a best estimate. This supplemental emdr represents the bard/davol ¿ 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol - 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax mesh (device #1 and #2). Per operative notes, ¿in the right side, hernia defect was identified and 3dmax ¿ right (device #1) was placed in preperitoneal space and tacked. In the left side, the hernia sac within the inguinal canal was dissected free and 3dmax ¿ left (device #2) was placed over the defect and tacked and sutured.¿ (B)(6) 2019 - patient was diagnosed with right sided chronic groin pain thereby underwent laparoscopic repair with neurectomy. Per operative notes, ¿the genitofemoral, ilioinguinal and iliohypogastric nerve was dissected and sutured.¿